Event description:
Report received indicated sliding difficulty with the deployment lever and inaccurate placement of the stent. The device was stored and handled according to the instruction for use (IFU). There were no anomalies noted during its inspection. The left femoral artery was the target lesion measuring about 6mm in diameter by 7 cm in length. There was 70% stenosis present without calcification and vessel was mildly tortuous. A contralateral approach was made to reach the lesion. A guiding catheter was not used. The stent delivery system (sds) was advanced without difficulties through the vessel together with passing acute bends. It was not documented if the lesion was predilated. The sds passed through a previously placed stent nonetheless there was no resistance noted while crossing the lesion with the system. The locking pin was in place during device advancement. The tuning dial rotated in the direction of the arrow (clockwise). The smart control sds system was held flat and straight outside the patient.

Manufacturer narrative:
During stent deployment the deployment lever was "blocked" and stent jumped forward. It was reported that no unusual force was applied during stent deployment. Subsequently the stent did not deploy at the intended position covering only 5 cm out of the 7 cm total lesion's length. The stent was fully expanded with good wall apposition and stent was not post-dilated. There was no thrombus present. No additional procedure was conducted to cover the remainder lesion and the patient was discharged. The user feels the event is not related to the procedure rather related to the device. The sds has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.